Manufacturer narrative:
The device was returned to the manufacturer for analysis. The mobile view station (mvs) interface cable passed continuity testing, as well as gbit and 100t communication testing. It also passed visual inspection. The mvs interface cable was installed on a test imaging system and the system charged, readied and communicated as expected. 2d and 3d imaging were successful while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. To resolve the reported issue, the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed that it was connected but not ready. When the radiologic technologist (rt) attempted a spin, the system entered standalone mode. Restarting the imaging system resolved the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.